Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Reportedly, customer continued using the pump for insulin therapy until the replacement pump arrived.